Event description:
During the surgical procedure it was noticed that the wire was broken on the wrist of the permanent cautery hook instrument and that a small plastic piece of the instrument wrist fell into the patient and was retrieved. The instrument would not come out of the cannula, therefore, the customer had to break the instrument to remove it from the cannula. The instrument was replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.